Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend was rising. On (B)(6)-2015, rv pacing impedance measured 1634 ohms, and had risen from a trend of 300-500 ohms beginning (B)(6)-2015. Analysis of the device memory indicated pacing capture threshold in the rv was elevated and was rising. Beginning (B)(6)-2015, rv capture threshold rose from a trend of 0.875v-1.125v to greater than 2.5v (B)(6)-2015 through (B)(6)-2015. Concomitant products: 5076-52 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising impedance, high impedance, rising thresholds, high thresholds, unstable thresholds, and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary #analysis information -- (B)(6) 2016 16:45:18 cst pli# 10 product ID# 693565 the full lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in-vivo. The outer insulation of the lead was ruptured. The analyst noted that a rv defib continuity test was performed with destructive analysis testing and the results were confirmed that the internal rv defib cable had a few strands fractured in-vivo/flexed at a distance of 12.8 cm and 13.5 cm. The rv lead had an exposed coil. One out of 2 filar fractured extrinsically/cut visually at a distance of 58.5 cm.